Event description:
It was discovered during a pm that the 9800 system images burned in to both monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Both monitors were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.